Event description:
It was reported this cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out of range right atrial (ra) pacing impedance measurement, measuring greater than 2000 ohms. Additionally, there was oversensing of noise and right ventricular (rv) signal on the atrial channel causing inappropriate storage of atrial tachy response (atr) episodes. The patient's ra lead was a non-boston scientific product. Technical services (ts) discussed programming options. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported this cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out of range right atrial (ra) pacing impedance measurement, measuring greater than 2000 ohms. Additionally, there was oversensing of noise and right ventricular (rv) signal on the atrial channel causing inappropriate storage of atrial tachy response (atr) episodes. The patient's ra lead was a non-boston scientific product. Technical services (ts) discussed programming options. No adverse patient effects were reported. This product remains in service.